Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly found to be fractured under computed tomography scan. It was further reported that the fractured catheter had allegedly floated between the patient's right atrium and right ventricle. Reportedly, the fractured catheter segment was retrieved. The current status of the patient is unknown.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly found to be fractured under computed tomography scan. It was further reported that the fractured catheter had allegedly floated between the patient's right atrium and right ventricle. Reportedly, the fractured catheter segment was retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned in two segments for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A split was noted on the attached catheter approximately 9.1cm from the distal end of the cath-lock. A complete compound break was noted on the distal end of the attached catheter that appeared elliptical in shape. A complete compound break was noted on the proximal end of the distal catheter segment that appeared elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged, the surface was noted to be granular in one region and round and smooth in the other. Splits were noted on the border of both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged, the surface was noted to be granular in one region and round and smooth in the other. Splits were noted on the border of both regions. A kink was noted on the catheter segment. Therefore the investigation is confirmed for the reported fracture, material separation and the identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported migration issues as further evidence of clinical conditions at the time of use would be necessary to confirm the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd